Event description:
Treatment of a right cavernous aneurysm. It was reported that the patient was implanted with three pipelines. 15 days post procedure, the patient has intracranial hemorrhage. On (B)(6) 2012, CT scan was performed and no new bleed was found.

Manufacturer narrative:
The devices will not be returned for evaluation as they were implanted in the patient. Model # of other involved pipelines: fa-71425-25 ( 2 ea). (B)(4).